Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR " message on the autopulse platform (sn (B)(4)) was confirmed during device power on and data archive review. It was determined that the root cause of the system error was due to a defective system processor board. During visual inspection, no physical damage observed on the ap platform. The autopulse platform is a reusable device and was manufactured in october 2004. The device has been operating for nearly 12 years and has exceeded its expected serviceable life of 5 years. During archive data review, "system error 136 ( internal parameter corruption)" identified. Thus, confirming the reported complaint. Initial functional testing could not be performed due to "system error, out of service, revert to manual CPR " message displayed upon platform power on. Thus, confirming the reported complaint. To remedy the issue, the system processor board was replaced. The ap platform was re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was a similar complaint reported for autopulse serial number (B)(4). Ccr 30751 reported on march 10, 2017. To remedy the issue, the platform was connected to the autopulse vision software and the error message was able to be cleared.

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.